Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that (B)(6) called in to request a remake of the silent nite due to it being broken. Additional information received reported that the 63-year-old, female patient did not suffer any injury or adverse outcome and no medical intervention was required. The device was reported to have broken on (B)(6) 2026 and the patient was unable to continue using it after it broke. It is unknown if the patient was using the device when it broke and no information on the specifics of where the device broke were available.